Event description:
Caller reported accidentally delivering too much insulin due to incorrect entry of bolus values into the calculator. The customer's blood glucose (bg) level subsequently decreased to below 50 mg/dl. The customer consumed carbohydrates and went to the emergency room on (B)(6) 2025. The customer was given a sandwich and juice to address their bg. The customer was released later the same day with issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.